Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief and cannot tolerate the vibrating sensation of the stimulation despite reprogramming done. It was also noted that the ipg was overheating when charging and the ipg had to be charged in an extended time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.